Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump showed she was low 49 mg/dl throughout the night and wanted assistance with turning on the alarm so she could be notified. Assistance was provided assistance setting the device to alarm low predict. Customer also needed assistance with changing her setting as customer was advised how to set her setting customer did not understand. While attempting to get the customer meter blood glucose level the customer stated she didn't know and customer's spouse took over the call as customer was low and needed to eat. Customer's spouse declined troubleshooting for low blood glucose. Customer was advised to reach out to the customer's doctor to ensure settings on the device were correct. The device is not returning for analysis.